Manufacturer narrative:
The technician replaced the caregiver board to repair the bed.

Event description:
Information received indicates the foot section will not elevate due to shorted buttons on the left caregiver board caused by the fluid ingress.